Event description:
It was reported that oversensing noise was observed on the right ventricular (rv) lead, resulting in pacing inhibition. Suspected insulation anomaly was noted. The rv lead was capped and replaced on (B)(6) 2026. There were no adverse events to the patient.